Event description:
Patient had placement of stents in both iliac limbs of endograft and experienced post-procedure complications: 2000, during implant procedure, an area of stenosis in left iliac was identified. Physician placed stents on the left and right side. During his postoperative extubation, the patient had a small tear of his uvula and some oral bleeding. The next day, patient experienced some bleeding from his left groin wound, which was resolved by applying pressure for 30 minutes. The following day, patient experienced some chest tightness and mild elevation of his cs/mb to 8.2 and some t wave inversion in the later leads. Treated by continuing the aspirin, beta-blocker, and oxygen therapy.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. As of 7/07/2005 follow-up, patient has stable aaa size and no leaks. However, he has continued to have back pain form spinal stenosis which is being treated with exercise and low-voltage electrical stimulation.